Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "breast implant is leaking, less in one breast than the other. And that one is ¿waterier¿ than the other".

Event description:
Patient reported, a unspecified side " breast implant is leaking. Less in one breast than the other. And that one is ¿waterier¿ than the other". Device remains implanted.